Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the stent tip of a 4mmx30mm enterprise2 (enf403000, 11160236) cracked. There was no patient injury reported.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: based on the clarification received, the delivery wire of the device was kinked. Upon further review, this complaint does not meet the criteria for medical device reporting since the delivery wire was kinked and not cracked. Therefore, it has been deemed not reportable. No further reports will be forthcoming.